Event description:
"Baxter pump equipment keeps alarming ""reading unload guide #2"". Bedside rn tried multiple times to reset and this alarm would not clear. Htm verified sensor 2 issue and recalibrated, functional check passed and sent back to service."